Manufacturer narrative:
As reported, a 55cm optease (for femoral delivery only) thrombectomy system was implanted 5 years ago. The patient had developed deep vein thrombosis (dvt) and pulmonary embolism (pv). The optease was placed in the patient because warfarin was contraindicated for him. The patient had a history of hemoptysis due to hepatic cirrhosis. Details regarding the index procedure are unknown. One year ago, a c-reactive protein (crp) increase had been observed and the patient recurrent fever. There was no change or problem observed around the filter. A blood culture was performed, but nothing was confirmed. Another physician indicated that the possible cause of this event might be due to the filter; however the primary physician did not think the cause of this event was due to the infection of the filter due to the length of time (4 years) the filter had been implanted. The current patient status is stable, and the fever has resolved. The physician has not been able to confirm the source of the infection. The reason why the filter is considered as one possibility of the infection is that ¿the patient had a history of optease implantation by chance.¿ the physician is considering that the likelihood where the filter is the source of the infection is ¿very small because 5 years have passed and there is not abnormality around the filter.¿ the target lesion was unknown. The rate of stenosis was unknown. At this time, the device remains implanted in the patient and was not returned for analysis. A DHR could not be conducted as the sterile lot number was not provided. Infection is the invasion of an organism's body tissues by disease-causing agents, their multiplication, and the reaction of host tissues to these organisms and the toxins they produce. C-reactive protein (crp) is a blood test marker for inflammation in the body. Crp is produced in the liver and its level is measured by testing the blood. Crp is classified as an acute phase reactant, which means that its levels will rise in response to inflammation. In general, the main causes of increased crp are burns, trauma, infection, etc. Infection is listed as a possible procedural complication of ivc filter placement in the product¿s instructions for use. However, as noted by the patient¿s physician, it is unlikely that the infection and increased crp experienced by the patient is related to the filter as the product had been implanted at least four years prior to the onset of symptoms. There is no evidence of manufacturing or design issues that contributed to the event and no corrective action will be taken at this time.

Event description:
As reported, a 55cm optease (for femoral delivery only) thrombectomy system was implanted 5 years ago. The patient had developed deep vein thrombosis (dvt) and pulmonary embolism (pv). The optease was placed in the patient because warfarin was contraindicated for him. The patient has the past history of hemoptysis due to hepatic cirrhosis. Details regarding the procedure are unknown. Since one year ago from the reported event date, a c-reactive protein (crp) increase has been observed and the patient recurred fever. There was no change or problem observed around the filter. The blood culture was performed, but nothing was confirmed. Another physician indicated that the possible cause of this event might be due to the filter. However the primary physician doesn't think the cause of this event was due to the infection by the filter because a long time has passed since the filter had been placed. The current patient status is stable, and the fever has resolved. The physician has not been able to confirm the source of the infection. The reason why the filter is considered as one possibility of the infection is that the patient had a history of optease implantation by chance. The physician is considering that the likelihood where the filter is the source of the infection is very small because 5 years have passed and there is not abnormality around the filter. The target lesion was unknown. The rate of stenosis was unknown.